Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with high pacing impedance on the right ventricular lead. The patient then presented in the emergency room for a right ventricular lead revision. It was noted that the lead also pacing inhibition due to over sensed lead noise. A facture was noted and the lead was capped and replaced. The patient was stable.